Event description:
After successfully deploying the stent in the renal artery, difficulty was experienced during attempts to deflate the balloon. They were finally able to deflate the balloon completely, and remove it back though the sheath without difficulty. The target lesion was described as neither calcified nor tortuous. There was no report by any adverse effect to the patient. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.